Manufacturer narrative:
(B)(4). Year of birth: (B)(6). Concomitant products: unknown cup, unknown stem , unknown head. Report source: foreign country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation due to the implant was not returned by the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent initial hip arthroplasty. Subsequently, the patient was revised approximately 22 years post implantation due implant fracture after experiencing a fall. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Year of birth: (B)(6). Concomitant products: unknown cup, unknown stem , unknown head. Report source: foreign country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation due to the implant was not returned by the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent initial hip arthroplasty. Subsequently, the patient was revised approximately 22 years post implantation due implant fracture after experiencing a fall. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed. The device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. It was reported the liner broke due to the patient falling. As the reason for the fall is unknown, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.